Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer failed. When the customer attempted to recover a cubie or drawer, the drawer and cubie opened, but the screen prompted the user to release the cubie again. Restarting the pyxis did not resolve the issue. The customer also noted that the adjacent slot was empty, leading to suspicion of a drawer related issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the pharmacy technician that the issue was resolved and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.